Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The stenosed lesion being treated was located in the circumflex (cx) artery. The lesion was predilated with a 2.0x20 mm quantum maverick balloon. The 2.50x20 mm taxus express2 drug eluting stent was unable to cross the lesion. Upon removal, the stent struts on the distal end of the device were found to be bent. The procedure was completed with another taxus express2 stent. No pt complications were reported. Pt status reported as "well."